Event description:
It was reported there was a problem with the pkg tablet. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. It was noted the application was opened to upload a watch the application would not open. It would act like it would open and then go back to the main screen. After trying to open it a few times a screen would pop up saying "pkg clinic keeps stopping." The device was turned off several times and restarted but nothing worked. Information was unable to be uploaded from the watch and it was unable to program other watches. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).